Event description:
It was reported to boston scientific corporation in late 2006, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient age, gender and weight are unknown) the day before. During procedure, when attempting to inflate the balloon, the complainant noted the balloon was leaking. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complaint sample was returned for evaluation along with the stopcock and protective sleeve. The guidewire was in place inside the unit. The balloon was found to be torn longitudinally. The device history record for this lot was reviewed and no anomalies were noted. A search for similar complaints was completed and no other complaints were associated with this lot. The root cause of the complaints could not be determined.